Event description:
The event involved a triox¿ svo2/cco pa catheter, 8f, 110cm, j-tip, lf where it was reported that a triox svo2/cco pa catheter is unable to read accurate cardiac output on cogent cco monitor or manual thermodilution which could be a thermistor issue. The event occurred during continuous cardiac output monitoring. Thus, there was patient involvement, no human harm and there was delay in therapy reported. This report captures 2 occurrences.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
Received: one (1) used list# 52516-15, triox¿ svo2/cco pa catheter, 8f, 110cm, j-tip, lf; lot# 14333507. One (1) used list# 52516-15, triox¿ svo2/cco pa catheter, 8f, 110cm, j-tip, lf; lot# 14333507 --> one (1) used list# unknown, clave; lot# unknown visual: the reported samples of two (2) used list# 52516-15, triox¿ svo2/cco pa catheters were received. No visual anomalies were observed. The balloon was tested and performed as expected on both the samples. The thermistor cable was able to be connected to the reusable cable. Functional: per the product specification pss.x.opticath section 8, the thermistors are electrically tested. The catheter was connected to a q2 plus monitor (a-3g-181) and the catheter was placed in a 37°c water bath (t-1g-051). When connected to the q2 plus monitor (a-3g-181) both the catheters were able to obtain a cco value. The product had performed per the specifications. The reported complaint of no continuous cardiac output (cco) value was not confirmed on the returned set. No visual anomalies were observed. The balloon was tested and performed as expected on both samples. The electrical characteristics of the thermistor were measured and found to be within the product specifications on both samples. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.